Manufacturer narrative:
Insulin pump alarmed motor error and failed the displacement test due to an out of phase motor encoder. Unable to perform the basic occlusion, prime and excessive no delivery tests due to the motor error alarms.

Event description:
Customer's sister reported hospitalization due to low blood glucose. Customer had fallen. Physician stated that insulin pump had over-delivered insulin. The insulin pump also alarmed motor error. The blood glucose reading is 369 mg/dl. Customer treated with manual injections. Caller stated that customer is in the hospital due to fall and possible stroke. The hospital is managing her blood glucose levels. At the time of the fall, the blood glucose reading was 148 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.